Event description:
A us distributor reported that a patient was experiencing adjust belt messages and alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (alarms and adjust belt messages) has confirmed that the v4 component of both ECG a and b were defective. The root cause for defective component could not be positively identified. There was no adverse event that resulted from the damaged belt.